Manufacturer narrative:
The reported events of helix would not extend, and twisted lead body were confirmed. But the reported events of low sensing and inadequate capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found twisted lead body due to the overtorqued inner coil consistent with procedural damage. The cause of the reported events of helix would not extend and twisted lead body was isolated to the helix being clogged with blood/tissue and the overtorqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, p-wave amplitude variation, high capture threshold, and failure to extend helix were noted during right atrial (ra) lead placement. The physician observed that the ra lead electrode was twisting on itself so elected to use another lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.